Event description:
It was reported that during an ion transbronchial lung biopsy procedure the patient experienced a pneumothorax. The 13 mm nodule was positioned in the right lower lobe adjacent to the fissure, with mild right hilar adenopathy present. The physician successfully navigated to the nodule initially and obtained a transbronchial needle aspiration (tbna) sample. However, no sample or signal was detected on r-ebus, and subsequent navigation attempts to reach the nodule proved challenging despite multiple tries. Following reregistration and various maneuvers (peep, recruitment, breath holds) as recommended by the intuitive surgical, inc. (Isi) representative, the physician eventually reached the nodule confidently but was not sure why there was divergence, unless the pneumothorax occurred after the first tbna sample. A chest x-ray confirmed a large pneumothorax, but the patient was asymptomatic. A small-bore 8 french arrow tube was placed and successfully resolved the pneumothorax. No cancer diagnosis was established, while ebus examination of the right hilar node revealed necro-inflammatory findings. The patient underwent overnight observation for 23 hours, after which the chest tube was removed and was discharged home the following day.

Manufacturer narrative:
A system log review could not be performed because the system logs were not available.